Event description:
The surgeon fractured his left metacarpus intraoperatively with a mallet whilst impacting. No harm to the patient, no extension of surgery.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.